Manufacturer narrative:
Concomitant medical products: dtbb2d1 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a new device, the lead body insulation of the low-voltage pacing lead had pulled, or retreated from the proximal end, exposing the lead wires. It was noted there was visible muscle stimulation in the pocket of the device due to the lead. There are no corrective actions planned at this time and the stimulation was resolved without intervention during the procedure. The lead remains in use. No further patient complications have been reported as a result of this event.